Event description:
A malfunction was reported on the pump, specifically identified by malfunction code 12. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support to reset the pump, and guidance was provided to contact support if the issue recurred. The customer confirmed understanding and continued using the pump.